Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a battery out limit alarm after a battery change. The customer was unable to clear the alarm, as the screen was not advancing when a button was pushed. It was advised to discontinue use and revert to a back-up plan. Patient's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.